Manufacturer narrative:
Without concrete element nor involved product reference and batch, no thorough investigation can be performed. A causality link between the device and the reported event cannot be established. No conclusion can be drawn about the event root cause. If new elements become available in the future, we will update this case. It is worth noting that ivc perforation is a known potential adverse event associated with all ivc filters and listed in the IFU. B.braun medical sas is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The reported incident has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident or relation to the device or procedure. This report does not constitute an admission or conclusion by b.braun medical sas or its employees that the device, b.braun medical sas, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Filter was implanted into patient on or about (B)(6) 2015. On (B)(6) 2018, patient underwent a computerized tomography scan ("CT scan") of the abdomen. Examination of the CT scan by a qualified expert radiologist revealed that the ivc filter is malpositioned with struts perforating through the wall of the ivc."